Manufacturer narrative:
H10: after further assessment of the information gathered by the manufacturer, it was identified that this event should be re-evaluated for MDR reporting. The original information stated that t-handle is difficult to clean as designed because it cannot be disassembled and does not have rinsing channels. As this was noticed upon cleaning and sterilisation, no patient was involved. However, after further clarification and information received, it was determined that the issue does not meet the criteria to be reportable, since there was not patient involvement; and therefore, there was no serious injury. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury.

Event description:
It was reported that, instrument cannot be disassembled for cleaning and has no rinsing channels. It is unknown whether the event happened during surgery and if there was a patient involvement.